Event description:
It was reported that the pump's date was incorrect, the cause was unknown. The customer's blood glucose level ranged from 180-181 mg/dl. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.